Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with an alert for hv lead impedance greater than upper limit. Review of session records noted that hv lead impedance of all vectors was increased suddenly around (B)(6) and then returned to normal trend line. All other lead measurements were stable and in-range. The change in lead impedance values was assumed to be related to exacerbation of patient's asbestos lung and to its interventional treatment around that time. Patient was in good condition.